Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false air in line alarm was confirmed and duplicated. This condition was caused by the pump's air in line printed circuit board being out of calibration. No repairs have been performed as the referenced device has been removed from service. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and is currently being evaluated. Upon completion of the evaluation, or if additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump which "alarms air detected". According to the facility, it is unknown when or in which care area this event occurred. Upon contacting the customer for clarification, it was discovered that this event was a false air in line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.